Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged one day post implant. An ra lead repositioning procedure was scheduled. Prior to repositioning the ra lead pacing impedance measurements were not able to be performed. Upon repositioning the ra lead it was not possible to extract the helix. The ra lead was explanted and the atrial port was plugged. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted setscrew marks as well as the helix being retracted. The lead underwent and passes electrical testing. It was noted that the helix mechanism failed due to blood/body fluid in the helix housing. Laboratory analysis could not confirmed the reported clinical observations.